Event description:
It was reported to boston scientific corporation that following implantation of an uphold vaginal support system, the patient experienced chronic pelvic pain, exposed vaginal mesh, and stress urinary incontinence (date/s of onset and specifics unknown). On (B)(6) 2012, the patient underwent an explantation procedure. Reportedly, the patient also underwent a tension-free vaginal tape placement (specifics unknown). Following the explantation procedure, the patient reported that she felt much better overall, however she continued to experience urinary retention with two-thirds post-voiding residual volume, and needed to self-catheterize (duration unknown). In addition, the patient was prescribed pain medication (type and duration unknown). All other information is unknown and reportedly unavailable.

Manufacturer narrative:
(B)(4).